Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity. It was reported the patient's programmer was lagging at 90% when they were trying to bolus. The patient rep also stated that the patient was experiencing a lot of pain and spasm all morning because they were unable to bolus. Agent reviewed data and assisted patient rep in deleting the data. The patient rep stated seeing "no pump response". Agent reviewed information. The patient rep was able to connect to the pump with no lag.